Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® tag® thoracic endoprosthesis instructions for use, complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to aneurysm enlargement. (B)(4).

Event description:
On (B)(6) 2011, this patient underwent an endovascular repair of aneurysmal false lumen of the thoracic aorta using two gore® tag® thoracic endoprostheses. No issues were reported. The patient tolerated the procedure. On (B)(6) 2011, the patient was discharged. The diameter of the lesion was 33.0mm. Subsequent follow-up imagings showed no issues. On (B)(6) 2015, five year follow-up imaging showed that the diameter of the lesion enlarged to 38.0mm. No endoleaks were reported. The physician elected to monitor the patient. According to the (B)(6), no further information is available.